Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The shock impedance at implant was >150. The lead was implanted and remains actively implanted at this time. Should additional information become available, this event will be updated.